Event description:
I had an inguinal hernia repair using surgical mesh performed at (B)(6) hospital in (B)(6). I had informed the surgeon that I had problems with certain types of sutures, particularly dissolving type. My body fights them and rejects them. Six to 8 weeks following surgery, I began the symptoms of joint pain and swelling with low grade fevers. I was diagnosed that october (4 months post surgery) with rheumatoid arthritis - moderate to severe. I am still under treatment for that with little remission. I also have experienced numbness in the groin area of the hernia repair since the surgery and have some swelling in the thigh on the same side. I seem to have some type of circulatory problem there, but two dopplers say the blood flow is fine. Could these problems be related to my body fighting the foreign body - surgical mesh- in my system? Could the ra drugs be masking some type of inflammation/infection from the mesh? I have always thought that had something to do with my current status.